Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. In this case, it was reported the lesion was heavily calcified, which may have contributed to the resistance. As the catheter was eventually able to cross the lesion, the reported physical resistance appears to be related to the operational context of the product. Potential factors that may contribute to difficulty inflating and/or watermelon seeding may include, but are not limited to, patient anatomical morphology, device size selection, placement of the balloon within the lesion, or physician technique. To help ensure this is not the result of a manufacturing deficiency, various quality checks are in place to verify visual, functional and dimensional specifications. Additionally, a sampling of units is destructively tested to verify proper balloon inflation. Reportedly, the rx trek was used in a heavily calcified lesion, which may have contributed to the reported watermelon seeding and plaque shift; however, a conclusive cause could not be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the part and lot numbers were not reported.

Event description:
It was reported that during pre-dilatation in the calcified left anterior descending artery using the rx trek dilatation catheter, water-melon seeding and plaque shift occurred. The device was removed from the anatomy and direct stenting was performed. There was no adverse patient sequela and no significant clinical delay in the procedure. Though requested, no additional information was provided.